Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that during preparations for a pulse field ablation procedure, a farawave catheter was not able to purge resulting in a visible air bubble that remained in the catheter tubing. The catheter was replaced with a similar device resolving the issue. The procedure was completed, and no patient complications occurred. The device was retained by the customer and is not expected to be returned. It was further reported that only the recommended merit guidewire had been inside the catheter prior to the observed visible air bubble. Additionally, the catheter was irrigated with a pressure bag, and the visible air bubble was observed in the flush line. No air bubbles were observed in the patient.